Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Initial reporter's phone number: (B)(6). (B)(4). Device evaluation: the lens was discarded by the customer. Therefore, the reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that an intraocular lens (iol)/ preloaded delivery system had plunger rod issues. The scrub nurse followed the procedure of adding the balanced salt solution and healon (viscoelastic) to the injector. The plunger was advanced as per protocol. When the surgeon entered the eye with the injector, the plunger would not turn. He tried to advance the plunger thinking that maybe it had not been advanced far enough and clicked into place. This was unsuccessful. He then just pushed the plunger to try and inject the iol. It advanced with difficulty and punctured the capsule wall. Subsequently the iol needed to be removed. A non-j&j iol was used as a replacement. The vitrector was set up but not used. The incision was increased in size and needed to be sutured for closure. Patient left the operating room in good condition. Reportedly, the device was discarded by the customer. No additional information was provided to johnson and johnson surgical vision, inc.